Manufacturer narrative:
(B)(4). The customer reported that the alarm did not sound when the heart rate was low. Based on available info from the hospital, it is being considered that the configuration was modified which changed the alarm alerts such that the alarm limits were not as this user expected. The users resolved the issue by copying another monitor configuration to this monitor. Philips is in the process of obtaining additional info regarding this incident and the complaint is still under investigation. A final report will be submitted once the investigation is completed.

Event description:
The customer reported that the alarm did not sound when the heart rate was low.